Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed in the luer connector of a clearlink system solution set. This event occurred during infusion. There was no patient injury or medical intervention associated with this event.